Event description:
The customer reported that the sys locked up with a x-ray on in error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.